Manufacturer narrative:
A review of the DHR was conducted and found no indications of manufacturing issues. The device was manufactured in 2021. An inspection of the part shows the tip is twisted and fractured. This event likely cannot be attributed to manufacturing or design related issues. The failure could possibly be attributed to the repeated usage and/or high torque of the instrument leading to the deformation and fracture of the device. The complaint is confirmed for t20 final driver vitality (07.02063.001) for the failure of deformation and fractured tip. This device is used for treatment.

Event description:
A distributor reported that three vitality and one polaris inserter had become worn through repeated usage. This was not associated with a particular surgery. The manufacturer investigation was completed and found the tip of one of the drivers is fractured.